Event description:
Pt suffered an infiltrate of contrast dye. Right forearm was the infusion site, approx. Midshaft of radius, 2-3 inch area is swollen, red, and has two small blisters.

Manufacturer narrative:
A check out of the injector by medrad service was performed. The system checked out according to specs. Add'l applications training will be provided. No product returning.